Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: 11/02/2015-11/06/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine in a minicap. The patient had opened the pouch and noticed that the sponge was dry and coffee colored. The patient did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.